Event description:
Saliva test for covid 19 was conducted by the (B)(6) health dept. The tube was filled to the required mark with saliva and results were received prior to 48hrs stating "not detected". Symptoms began (B)(6). He was tested again on (B)(6) 2022 with the (B)(6) per nasal pcr, which came back positive. I was tested as well on (B)(6) 2022 with a nasal pcr through my employer after I got sick from him and I tested positive the same day he tested negative. FDA safety report ID# (B)(4).